Manufacturer narrative:
Concomitant medical products: 4968-25 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted due to lead infection. No further patient complications have been reported as a result of this event.